Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. No additional event or patient information is available. The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failure was detected related to the complaint. The receiver log was reviewed and no errors were detected. The report of initializing screen without manual restart was not confirmed. A root cause could not be determined.